Manufacturer narrative:
Date of incident was the (B)(6) 2023 and multiple analyzers were involved. Radiometer investigations has found that the product and software did not malfunction, but inadequate training could have led to this installation issue.

Event description:
According to the complaint, radiometer field service engineer upgraded abl90 flex plus analyzer serial number: (B)(6), from 3.5 mr2 to 3.5 mr5. The setup was saved to usb before upgrading and imported after upgrading. But even so the user defined reportable ranges was not set. This resulted in patient results being released even if they were outside the customer approved ranges and others being repressed even when they are within customer approved ranges.

Manufacturer narrative:
Date of incident was estimated.